Event description:
Clinic notes for the patient were received and it was noted that the patient¿s seizures were shorter in duration however they have had an increase and settings were adjusted for these seizures. Settings were reported to have been changed by increasing normal/autostim/ and magnet output current multiple times. No additional information has been received to date.